Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 70 years old at the time of study enrollment.

Event description:
(B)(6) eminent clinical study. It was reported that 1096 days post index procedure, the study stent was severely stenosed and calcified with complete stent occlusion. This resulted in hospitalization and unexpected intervention 1160 days post index procedure. On (B)(6) 2019, the subject was enrolled in the eminent study and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by placement of a 6 mm x 80 mm study stent. Following post dilation, residual stenosis was noted to be 30%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. It was further reported that on (B)(6) 2022, 1096 days post index procedure, the subject present for protocol scheduled 36-month follow-up visit with complaints of claudication symptoms on both sides post walking distance of approximately 150 meters and no pain at rest. Blood pressure at rest on the right was 130/80 mmhg. Ankle-brachial index on the right was 0.5 and on left was 0.92 with rutherford classification at 3. Duplex on right side revealed common femoral artery was monophasic, proximal to the stent severe stenosis with severe calcification and complete stent occlusion. Also, popliteal artery perfused again from p2. The subject was diagnosed with paod stage ii b on the right upper and lower leg type with multiple severe stenoses of the sfa and in-stent occlusion of the distal sfa. The subject was on 1x1 75 mg clopidogrel and an appointment was arranged on a later date. On (B)(6) 2023, 1160 days post index procedure, the subject was hospitalized for planned intervention. The subject presented with symptoms of claudication and experienced moderate problems while walking. Laboratory values showed blood glucose at 6.3 mmol/l. Six-minute walk test assessment was discontinued after four minutes due to sudden severe pain in the right calf and was able to walk 240 m. Angiography assessment showed distal aorta and pelvic arteries on both sides without stenosis and arteriogram of leg vessels / pelvic vessels revealed distal sfa occluded in stent, pulmonary artery in distal direction presumably with aneurysm in the p1 segment, with wall irregularities. 100% stenosis in right mid to distal sfa with 110 mm long lesion length and a reference vessel diameter of 7 mm, was treated with recanalization in the stent followed by multiple percutaneous transluminal angioplasty and multiple balloons were ruptured. Then a non-bsc stent was implanted. However, proximal to the old stent a dissection was noted for which a non-bsc stent was implanted extended in the proximal direction. The dissection was reported to be unrelated to the study stent, but rather a balloon inflation. Post procedure, good outcome was noted, resulting in 15% of final stenosis and no thrombus was seen. The event was considered to be resolved. There were no further reported adverse consequences to the patient.

Event description:
(B)(4) clinical study. It was reported that the study stent was occluded 1160 days post index procedure, which resulted in hospitalization and intervention. On (B)(6) 2019, the subject was enrolled in the eminent study and the index procedure was performed on the same day. The target lesion was located in right distal sfa with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by placement of a 6 mm x 80 mm study stent. Following post dilation, residual stenosis was noted to be 30%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2023, 1160 days post index procedure, the subject presented with symptoms of claudication and experienced moderate problems while walking. On the same day, the subject was hospitalized for further evaluation and treatment. The subject was diagnosed with an occlusion in the right sfa. The event was treated medically, and the subject was recommended to undergo revascularization as treatment for this event. The 110 mm long target lesion was located in the right distal sfa extending into the middle sfa with 100% stenosis, and had a reference vessel diameter of 7 mm. The lesion was treated with percutaneous transluminal angioplasty, followed by placement of two stents. Post procedure resulted in 15% of final stenosis and no thrombus was seen. The event was considered resolved the same day. There were no further adverse consequences reported for the subject. On (B)(6) 2023, the subject was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: the patient was 70 years old at the time of study enrollment.